Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the sr component was fractured. If the pod pc is retracted against resistance, damage such as a sr component fracture may occur. The patient¿s tortuous anatomy and kink on the distal tip of the lantern may have contributed to resistance during the procedure. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (ica) using a pod packing coil (pod pc), a ruby coil, a lantern delivery microcatheter (lantern), a non-penumbra catheter and a guidewire. It was reported that the ostium of the internal iliac artery was tortuous and stenotic. During the procedure, the physician experienced resistance while advancing the lantern through the catheter. Next, the ruby coil was successfully implanted in the target location. The physician then advanced the pod pc through the lantern and determined that the pod pc was too long. Therefore, the physician decided to remove the pod pc. Upon removal, it was noticed that the pod pc was unintentionally detached from the pusher assembly and the pusher assembly was kinked. Under fluoroscopy, the physician noticed the pod pc to be partially in the lantern and partially outside the catheter. Therefore, the physician placed a 60ml syringe on the back of the lantern to aspirate the pod pc while retracting the lantern from the catheter. The physician then used two hemostats to clamp the catheter and retracted the catheter, the lantern and the pod pc were removed from the patient. The procedure ended at this point and no additional coils were used. There was no report of an adverse effect to the patient.